Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 28 mm stent delivery system ( was returned for analysis. A visual examination of the stent found that stent strut on the mid-section of the stent was lifted. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the shaft polymer extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00x28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.